Manufacturer narrative:
Additional information: the balloon bursts occurred during the first inflation for all devices. The devices were not moved or repositioned while inflated. There was no issue with the 2.5 x 8mm nc euphora balloon. There was no issue with the 2.25 x12 mm resolute onyx. Initial reporter details updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx rx coronary drug-eluting stents and two euphora rx ptca balloon catheters to treat a mildly tortuous, severely calcified lesion with 90% stenosis in the mid saphenous vein graft (svg). The devices were inspected with no issues noted. Negative prep was not performed on any of the devices. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the 2.75 x 22mm resolute onyx stent but excessive force was not used during delivery. Resistance was not encountered when advancing the two euphora rx devices and the 2.5 x 15 mm resolute onyx stent and excessive force was not used during delivery of these devices. It was reported that the first stent, the 2.75 x 22mm resolute onyx stent failed to cross the lesion. It was believed that the stent failed to cross due to heavy calcium and a possible surgical suture at the site of implant. The stent was removed undeployed. An attempt was made to predilate the svg lesion with two 2.5 x 12 mm euphora rx balloons however during balloon inflation the balloons burst. It was detailed that the first euphora rx balloon balloon burst at 8atm. The second euphora rx balloon was attempted to be inflated at 8 atm but it burst at 6atm. The devices were removed. It was then attempted to use a 2.5 x 15 mm resolute onyx which was able to cross the lesion. However, when the balloon was inflated to 12 atm, it burst.a 2.5 x 8mm nc euphora balloon was used to dilate the stent successfully. Another 2.25 x12 mm resolute onyx stent was then used to overlap the implanted 2.5 x 15 mm resolute onyx stent. It was inflated at 12atm for 20 seconds and deployed without any issues. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.